Event description:
It was reported the pt experienced intermittent stimulation. The health care professional reported the battery was dead. The pt received no stimulation. The neurostimulator and extension were replaced. The pt received pain relief after replacement.

Manufacturer narrative:
See scanned page.